Manufacturer narrative:
(B)(4). Batch # m52w0w. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What degree of hemorrhoids did the patient have? Were there any staples missing from the staple line? How much blood was lost (ml)? Did the patient require a blood transfusion? If yes, how many units were given? Did the post-operative care change based on the bleeding? What is the current status of the patient? The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a minimally invasive procedure for hemorrhoid, after firing the donuts were complete but on the patient side there was bleeding at 5 to 7 o clock position and it was observed by the surgeon that the pins did not form proper "b". The procedure was completed by hand sewing.